Manufacturer narrative:
The device was not returned for evaluation. . We are unable to determine if any product condition could have contributed to the reported infection at insertion site. Lot release records could not be reviewed as the user did not report lot number for the device. Model: ust400: 14421-aw rev h 01/16. Using the pod 5 / page 55: before applying a new pod, you must first select an appropriate infusion site. Due to ease of access and viewing, the abdomen is often used. Your healthcare provider may suggest other potential sites that, like the abdomen, typically have a layer of fatty tissue, such as the hip, back of upper arm, upper thigh, or lower back (figure 5-13 and figure 5-14 on the next page). Caution: change the site each time you apply a new pod. A new infusion site should be at least 1" away from the last site. (Using the same location repeatedly may reduce insulin absorption.) Living with diabetes 9 / page 107: warning: if an infusion site shows signs of infection: 1. Immediately remove the pod and apply a new one at a different site (see chapter 5, using the pod). 2. Contact your healthcare provider. Warning: check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported by the patient contact that the patient experienced puss coming out from infusion site (abdomen); site was swollen and puffy. Patient was seen by a health care professional where she was diagnosed with a mild infection at the insertion site. Patient was prescribed and oral antibiotic, unknown drug name. Patient took the oral antibiotic for 4 days.